Manufacturer narrative:
Additional information: based on the information received from the field, the device was not providing benefit to the recipient due to a post-operative active electrode migration out of the cochlea. Re-implantation was carried out but the concerned device has not been received yet.

Event description:
The clinic reported a migration of the electrode array, 3 channels were seen extra-cochlear. The recipient has been explanted and implanted with another manufacturers device.

Event description:
The clinic reported a migration of the electrode array, 3 channels were seen extra-cochlear. Explantation/re-implantation is scheduled for (B)(6) 2024.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.